Event description:
Coronary sinus catheter - endoplege component - tip breakage. The doctor installed the catheter ep, while he was pulling it out the doctor noticed that the catheter broke at the end and the spring inside came out.

Manufacturer narrative:
Device not returned.